Event description:
It was reported that during testing conducted by a field service technician, the device operated automatically w/o user activation. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed damaged rotor assembly.